Event description:
Customer reported that a patient who had been previously typed as rh negative, through weak d phase, with db242a is now testing as rh+. Patient is now reacting 2+ at weak d phase with db265a as well as reacting is with competitor cells. No death or serious injury was associated with this incident.